Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment regarding the output connector assembly being broken. The hanger assembly was broken. Six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector ports on an epg (external pulse generator) were broken. The device was returned for servicing. There was no patient involvement.